Event description:
Boston scientific received information that during a follow-up appointment, loss of capture was noted on the right ventricular (rv) lead. An x-ray was performed and confirmed the lead had dislodged. Immediate surgical intervention was performed to successfully reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.